Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a broken cpc connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that on (B)(6) 2012, the cpc connector on the front of the device was found broken. It had appeard that something bumped into the unit. There was no patient involement and no adverse patient consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.